Event description:
It was reported that doctor would like testing done to see what the pitting on the x3 poly was caused from any third party wear.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.